Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was defective. Follow-up with the clinic indicated the patient was seen in office after the patient's device triggered an alert. There was an issue with the superior vena cava (svc) coil and "variation" on the rv lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.